Event description:
It was reported that when the device was used during a bowel resection, the device did not fire as the knob was not in the slot. Another device was used to complete the case. There was no consequence to the patient.